Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent altitude alarms, and was unable to clear it. Customer had elevated blood glucose (bg) levels (250-300 mg/dl). Customer delivered a manual injection to address elevated bg levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.